Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels and no delivery. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 302mg/dl. The customer treated the highs with the pump. The mother states the customer's levels had been as high as 400mg/dl. The customer had been on and off pump due to no delivery. The customer treated with manual injection. Troubleshoot was conducted. The customer states they had tried all remedied. The customer was advised of possible occlusion. The customer was advised the pump would be replaced and returned for analysis.